Event description:
It was reported that the patient experienced hypoglycemia with a documented blood glucose of 42 while the system was operating in bg run mode and the dexcom sensor was not connected to the ilet; the partner treated with fast-acting carbohydrates and glucose subsequently increased to 125. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included complaint intake, user troubleshooting, and education on appropriate use and glucose treatment. Investigation of this case revealed use without connected cgm input, which is consistent with user setup or use issue in bg run mode; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.